Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose values. The patient was taken to the hospital. At the hospital, the patient's blood glucose levels were 200 mg/dl and ketones of 5.9%. The patient was diagnosed with diabetic ketoacidosis and an internal infection. The blood glucose values and treatment provided by the hospital were unknown. At the time of the report, the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.